Event description:
(B)(6) 2015, additional information was received from a consumer. The pump started to die. The pump was removed in 2009. The pump was delivering morphine.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l82057, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication (drug in pump at time of event not reported) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015, it was reported that the patient's pump had problems and was replaced. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.